Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the fantail and damaged near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the fantail and damaged near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The open visual inspection confirmed shorted wirebonds between some pins. The failure of this device is attributed to shorted wire bonds at the digital chip, which prevented the device from achieving lock. A CAPA was implemented. This is the final report.